Event description:
My (B)(6) y/o son uses the dexcom g6 to manage his type 1 diabetes. In the early morning hours of (B)(6) (around 1-2 am) the device lost it's signal to the receiver (which is a cell phone and separate dexcom specific receiver). Dexcom determined it was a transmitter problem. This is the third transmitter problem we have had since (B)(6) 2019 and these transmitter are supposed to last 3 months. We also reported transmitter problems to dexcom on (B)(6) 2019 and (B)(6) 2020. This is two transmitter failures in one month which is highly unusual. We have been using dexcom for approx 1 yr and 4 months and other than the occasional sensor failure, we have not had this frequent of an issue with the device. FDA safety report ID# (B)(4).